Event description:
The customer reported that during a lavh, the device jaws could not be re-opened while on tissue. The surgeon resected the tissue adjacent to the jaws in order to remove the device. The surgeon opened a second instrument to complete the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.